Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The vad was implanted on (B)(6) 2017. No deposits were reported inside the pump at the time of the incident. Mobile clot was noticed inside cannula at the time of the stroke. The decision was made to withdraw the support. The patient died on (B)(6) 2017 after 40 days of support after device support was discontinued. G8 adverse event term(s): death / hemorrhagic stroke.

Event description:
The site contacted berlin heart clinical affairs to report that, a patient supported by an excor blood pump in the lvad configuration, started having seizures on the morning of (B)(6) 2017. CT showed 2 small embolic strokes. Later that day, she was having more seizures with labored breathing. Patient was taken back to CT and an embolic event that had converted to a hemorrhagic stroke. All anticoagulation medication was stopped at this point. On tuesday, (B)(6) 2017, it was notice she was not breathing.